Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an alarm for software error detected on the insulin pump. Customer returned to their back-up plan and was advised to return the pump.

Manufacturer narrative:
The pump was received with operating currents within specifications. The pump passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. A pump error 53 was noted in the history file with a line number = 58783 and file number = 61464. Unable to verify the root cause. The pump was received with minor scratches on the lcd window and case.